Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was 145 mg/dl. The customer stated that the retainer ring loosened. The customer also stated that the pump not bumped or dropped or no car accident. The device will be return for analysis.

Manufacturer narrative:
Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.